Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that the patient noticed a lack of drug effect. Approximately two months later, the patient underwent surgery. The catheter was surgically inspected. There was good cerebrospinal fluid flowing freely, indicating the lack of effect was not from the catheter, and it was likely to the pump that was the cause. Both the pump and catheter were replaced to be 100% certain that the problem would be solved. The patient recovered without sequela. The pump contained a mixture of dilaudid and marcaine.